Event description:
Soft tubing just before the proximal port (just before where soft tubing connects to hard plastic) found to have completely separated (now in 2 pieces). Patient was at home, needle in for intermittent IV antibiotics, and nothing was infusing at this time. This opened up central line to infection, necessitated needle removal, and an ed visit for reinsertion (painful in child).